Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a homechoice cassette was leaking. This event occurred during priming/setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. The reported problem of leak could not be verified from visual inspection of the photograph. As no actual sample was returned, functional testing could not be performed. Should additional relevant information become available, a supplemental report will be submitted.